Event description:
Reportedly, during the implantation procedure, the subject pacemaker was mute and no programming was possible. The pacemaker was not kept implanted and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, during the implantation procedure, the subject pacemaker was mute and no programming was possible. The pacemaker was not kept implanted and will be returned for analysis.